Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In 2023 the patient experienced unspecified stoma site issues. A culture was taken and the patient was treated with an unspecified oral antibiotic which was completed on (B)(6) 2023. It was reported that the insertion site problems were initially improving but since a few days the stoma site was partly mottled with redness and hypergranulation tissue and yellow pus formation. On (B)(6) 2023, the patient was seen by a physician and the culture revealed enterobacter cloacae resistant to antibiotics and staphylococcus aureus. At the time of report, the stoma site was being treated twice daily with one time of water and another time of chlorhexidine.